Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the radio frequency (rf) head board was not working and the rf head cable was twisted. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency head was short circuited and when connected to a programmer would cause the programmer to shut down in the magnetic resonance imaging (MRI) room. There was no patient involvement.